Manufacturer narrative:
If additional information is provided a supplemental report will be sent.

Event description:
It was reported that this right ventricular (rv) lead experience a dislodgement. As a result this lead has been explanted and replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.